Manufacturer narrative:
Section e: there is no facility involved as the issue identified with a medtronic demo unit by medtronic staff. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that upon turning on, this 980 medtronic demo ventilator, the unit ¿made a rhythmic clicking noise that persisted for several minutes¿. The medtronic field service engineer ¿attempted to place the vent into service mode, but the vent continued to make the clicking noise. Several moments later, smoke began bellowing out of the breath delivery unit (bdu) from several sides¿. The device was currently being evaluated by the medtronic field engineer for a reported clicking noise when the unit started to smoke. The unit was inspected and found that there was "melted piece" on the direct current (dc) to dc converter printed circuit board assembly (pcba). The pcba was ordered and pending replacement. A photo provided to medtronic confirmed a blown c83 capacitor on the dc-dc converter pcba. The likely cause of the smoke event was isolated in the field to a faulty dc-dc converter pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon turning on, this 980 medtronic demo ventilator, the unit ¿made a rhythmic clicking noise that persisted for several minutes¿. The medtronic field service engineer ¿attempted to place the vent into service mode, but the vent continued to make the clicking noise. Several moments later, smoke began bellowing out of the breath delivery unit (bdu) from several sides¿. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
H6 evaluation code method additional code added. Component code remove g02005 and add g0201201. H3 device evaluation summary: updated medtronic conducted an investigation based on all information received. It was reported that upon turning on, this 980 medtronic demo ventilator, the unit ¿made a rhythmic clicking noise that persisted for several minutes¿. The medtronic field service engineer ¿attempted to place the vent into service mode, but the vent continued to make the clicking noise. Several moments later, smoke began bellowing out of the breath delivery unit (bdu) from several sides¿. The device was currently being evaluated by the medtronic field engineer for a reported clicking noise when the unit started to smoke. The unit was inspected and found that there was "melted piece" on the direct current (dc) to dc converter printed circuit board assembly (pcba). The pcba was ordered and pending replacement. Analysis of the photo provided to medtronic confirmed thermal damage to the capacitor, reference designator c83, on the dc-dc converter pcba. However no part was returned for further analysis. The reported event was confirmed due to the short circuit reading across component c83 on the dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9 was updated due to part return correction section g 510k# section h6 evaluation code result additional code added. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based on all information received. It was reported that upon turning on, this 980 medtronic demo ventilator, the unit ¿made a rhythmic clicking noise that persisted for several minutes¿. The medtronic field service engineer ¿attempted to place the vent into service mode, but the vent continued to make the clicking noise. Several moments later, smoke began bellowing out of the breath delivery unit (bdu) from several sides¿. The medtronic field service engineer replaced direct current (dc) converter printed circuit board assembly (pcba) to solve the reported issue. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. Initially the photo received to medtronic provided evidence of thermal damage to the capacitor, reference designator c83, on the dc-dc converter pcba. This damage was visually confirmed when the dc-dc converter pcba was returned to medtronic for further analysis. The cause of the event was isolated to faulty c83 capacitor in dc-dc converter pcb. There is an existing previous internal investigation regarding this issue. The reported event was confirmed due to the short circuit reading across component c83 on the dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.